Event description:
(B)(4). Implanted with essure (B)(6) 2011, shortly after started having coughing, wheezing went to dr was told it was bronchitis, this lasted about 16 weeks with no medications helping and was sent to and allergist/ asthma specialist whom diagnosed as a food preservative allergy. In 2012 started having headaches, aches and pains over my whole body, severe back pain. Did physical therapy. Weird sounds in my head and left ear. To this day I can still hear a whooshing sound in it. In 2014 went in for routine eye exam and was sent to my pcp for referral for MRI and lab work. Lab work showed high inflammation in the body. Eye dr suspected I had a brain tumor. MRI was clear no abnormalities. Sent to neurologist due to my ms like symptoms along with optic nerve issues. Hand, feet tingling, severe muscle spasms along with family history. Neurologists found no signs of ms. Aches and pains along with the muscle spasms and joint pain are still present daily. I also have severe pains in pelvic region when I am ovulating along with back pain.

Event description:
(B)(4). Pelvic pain has increased along with severe lower back pain worse than having back labor when I had my kids. Will be having essure removed during a lavh with bs on (B)(6) 2016.